Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The device is not expected to return.